Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. A 32 x 2.25 promus premier¿ drug-eluting stent was implanted to treat an unspecified target lesion. A second promus premier¿ stent was advanced but was unable to cross the 32 x 2.25 promus premier¿ stent due to the proximal struts of the 32 x 2.25 promus premier¿ stent being crushed. Despite dilatation to 3.0, implantation of the second promus premier¿ stent caused deformation and longitudinal shortening of the 32 x 2.25 promus premier¿ stent.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that the target lesion was located in the left anterior descending artery (lad). The proximal part of the implanted 32 x 2.25 promus premier drug-eluting stent was post-dilated twice with a balloon. A 2.0x9mm non-bsc stent and not another 32 x 2.25 promus premier drug-eluting stent, as previously reported, was implanted behind the first promus premier stent with the use of a guidezilla guide extension catheter. The patient current status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the promus premier ous mr 32 x 2.25 stent delivery system was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The crimped stent was detached from balloon. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions with solidified contrast media evident inside the balloon chamber. Crimp markings were not evident on the balloon wall. Crimp markings are less pronounced on the balloon wall if a balloon has experienced positive pressure. Residual solidified contrast media inside the balloon chamber suggests that the balloon received positive pressure. A visual and tactile examination found one hypotube kink 60mm distal from the strain relief. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was further reported that the target lesion was located in the left anterior descending artery (lad). The proximal part of the implanted 32 x 2.25 promus premier drug-eluting stent was post-dilated twice with a balloon. A 2.0x9mm non-bsc stent and not another 32 x 2.25 promus premier drug-eluting stent, as previously reported, was implanted behind the first promus premier stent with the use of a guidezilla guide extension catheter. The patient current status is good.

Manufacturer narrative:
If implanted, give date updated. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. A 32 x 2.25 promus premier drug-eluting stent was implanted to treat an unspecified target lesion. A second promus premier stent was advanced but was unable to cross the 32 x 2.25 promus premier stent due to the proximal struts of the 32 x 2.25 promus premier stent being crushed. Despite dilatation to 3.0, implantation of the second promus premier stent caused deformation and longitudinal shortening of the 32 x 2.25 promus premier stent.